Manufacturer narrative:
Additional narrative: patient information is unknown device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: art: 357.020: the part had several utilization traces on different areas. A provided functional test by the product manager showed full conformity. The insert-handle is well used and wear and tear over the years. This article was manufactured in 2004. Based on the investigation, the complaint is rated as not confirmed and not valid from the manufacturing point of view. The root cause of this complaint could not be found. It is recommended to always follow the steps written in the surgical guide and replace damaged and strong worn parts with new ones. Tighten up of all parts is required too in order for to have the right position by drilling, nail and screw insertion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the screw interfered with the nail hole and ended up breaking at the screw head during insertion as it was necessary for the surgeon to apply much force. The surgeon was able to remove the broken piece of the screw with pliers and successfully insert another screw (of the same size) into the patient. A twenty (20) minute procedural delay was noted. According to a postoperative check of the devices, the drilling direction may have been changed during the procedure as the aiming arm and the protection sleeve were loose. No additional information is available at this time. This is report 7 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that the manufacturing location: (B)(4), manufacturing date: 04.jun.2004, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.